Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The investigator was unable to reproduce the customer reported product problem (no cassette attached alarm). The alarm was however found in the event history log of the pump. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the downstream occlusion sensor.